Event description:
It was reported that the patient's Left Ventricular (LV) lead was discovered to be dislodged during a coronary angiography procedure. The LV lead was capped and replaced. The patient was stable throughout.